Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
Event 1: after removing the caresite valve from the 5 ml syringe, the valve remained open causing blood to leak from the femal luer. No patient injury.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) used caresites without packaging and one (1) used 6ml luer slip terumo syringe without packaging was returned for evaluation. Visual examination of the caresites noted no visual defects. Both caresites were leakage tested per specification with passing results. The terumo syringe was checked per iso standard, and found to meet the iso standard. In order to replicate the reported event, the terumo syringe was filled to 5ml with water. Then the syringe was insterted and injected into each caresite 3 times. No issues were noted on the first caresite. On the third attempt with the second caresite, the piston was noted to stay compressed inside the caresite. It was noted during the replication, that there was variation in the attachment depth of the luer access device connection. Per the IFU "firmly attach luer access device to desired connection." Although the defect was confirmed, the exact root cause could not be determined at this time. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.